Event description:
Per the clinic, device was explanted (B)(6), 2013, due improper position of the electrode array.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4).